Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-apr-10 : information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller is with pt today and notes the pt is in overdischarge. Caller states the pt noticed they couldn't charge about a year ago. Agent reviewed overdischarge protocol with caller and how to go into physician recharge mode on the insr. The caller was able to start the recovery process and will work with pt until ins is out of overdischarge and por is cleared. 2024-may-06: additional information was received from a manufacturer representative (rep). The rep reported that they attempted to wake up the battery, patient did not want to wait the amount of time (hours) it could take. Issue is not resolved patient will consider removal or revision of spinal cord stimulator (scs) altogether. Patient wished and communicated to the doctor the same day they just want the device replaced instead of sitting and waiting for the charging to happen and device be brought out of the overdischarge. There have been no further updates since appointment.